Event description:
The nurse of a (B)(6) old, male, pt, called zoll customer support to report that the pt kept getting adjust belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarm) has been confirmed. Upon eval, the cable running from the distribution node (dn) to ECG a and ECG b was pulled from the strain relief. Additionally, the cable connecting the dn to the rear therapy electrodes was pulled from the strain relief. The cause for the damaged cables cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt cables. The pt received a replacement electrode belt.